Event description:
It was reported that a patient had a bladder infection for 10 months straight and it started a year ago in (B)(6). It would clear up and then the infection would come again. The patient had been on antibiotics for three months and had two infections since. She had an appointment with her healthcare provider for the device in (B)(6) but planned to try and get an earlier appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v662598, implanted: (B)(6) 2011, product type: lead. (B)(4).